Manufacturer narrative:
User facility to provide clinical engineering report. Reporter stated the clinical engineering report showed the conmed esu to be working within specifications after eval. Numerous phone calls have been made to obtain the report with no success. The user facility has filed a medwatch report (2000330000-2006-8076) with the FDA. Any add'l info obtained regarding report 1720159-2007-00007 will be forwarded to the FDA.

Event description:
Physician received a shock while using conmed electrocautery unit to cauterize bleeding vessel during surgery. Pt did not receive shock only physician. Left hand, 2nd finger burned and caused numbness that did resolve.